Event description:
It was reported that the customer had an air bubbles anomaly on the insulin pump. The customer's blood glucose level was 166 mg/dl. The customer tries to fill her reservoir and she keeps getting air bubbles. The customer also explained that the reservoir continues to fill even when she is not pulling on the plunger. The customer already changed the reservoir and there are no air bubbles present.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.